Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side "prosthesis showed muscle contracture", "pain", "swelling" and "very concerned, even more aware of the problem with this brand". The device remains implanted. Patient reported "lobulated contours," "reduction in volume," pain, and folds.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2.

Event description:
Healthcare professional confirmed capsular contracture baker grade iii.

Event description:
The device has been explanted.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side "prosthesis showed muscle contracture", "pain", "swelling" and "very concerned, even more aware of the problem with this brand". The device remains implanted.